Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/13/2023. An investigation was conducted on 11/15/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clincial use and evidence of blood was observed. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. A visual inspection was conducted. Signs of clinical use and evidnece of blood was observed on the device. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000335670 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that at the end of the endoscopic vein harvesting procedure, vasoview hemopro vh-3500 during the stab and grab, the c ring broke in half. Nothing broke off into the patient and there was no procedural delay. Procedure was completed with the same device. No patient harm was reported.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.